Event description:
The risk manager called to report the patient presented with chest pain and reported receiving multiple shocks. An x-ray was done, which showed the insulation had wrapped itself around the lead. The lead was removed and replaced. The patient is doing fine. Additional information was received reporting pace/sense impedance greater than 3000 ohms, along with oversensing, seen on the analyzer during interrogation. A medwatch 3500a was subsequently received with no additional information than what was previously communicated.